Event description:
Related manufacturer reference number: 2017865-2022-41266. It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the atrial lead exhibited suboptimal sensing due to lack of slack. Fluoroscopy imaging showed that the atrial lead was dislodged. The lead was explanted and replaced. It was also reported that the pacemaker was relocated due to patient discomfort at the pocket site. The patient was recovering.